Event description:
Could not detect mapping catheter. There was a 200m error. The cable was switched out and this did not correct the problem. A new catheter was handed over and the problem was resolved. No harm came to the patient. Manufacturer response (as per reporter) for catheter - disposables, navistar thermocool ep catheterawaiting response